Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, during implant of a 26mm sapien 3 ultra valve, in the aortic position, by transfemoral approach the commander delivery system balloon ruptured at the end of valve deployment. A re-dilatation was performed to make sure that the valve was fully deployed. The result of the implantation was perfect. The patient is stable and was discharged. The device will be returned for evaluation. The delivery system was retrieved through the sheath without issues.per the report, the perceived root cause of the balloon rupture was a chunk of calcium in the stj.

Manufacturer narrative:
The commander delivery system was returned to edwards for evaluation. Upon visual inspection, the following was observed: a balloon burst in longitudinal and radial tear. Imagining was provided and revealed calcification present on the patient's stj. Functional testing was not performed due to the condition of the returned device. Dimensional testing on the inflation balloon single wall along the edges of the burst location revealed that the wall thickness met the specification. During the manufacturing process, visual inspections and tests are performed throughout the process. The balloons are visually and dimensionally testing for defects. During balloon forming, the balloon is inspected for visual defects. During balloon final inspection the balloon dimensions and visually inspected. In addition, product verification (pv) testing is performed on a sampling basis for balloon fatigue and burst pressure. The lot met statistical requirements as a requirement for the lot released. These inspections performed during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. The IFU for commander delivery system with s3u, device preparation manual, and device training manual were reviewed. The procedural training manual provides guidance on balloon burst. If the delivery system balloon ruptures or leaks during deployment without thv embolization do not use excessive force, take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath), maintain guidewire position, check for paravalvular leak (pvl) under echo, and if post-dilation needed, use a new delivery system. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the condition of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. In this case, available information suggests that patient factors (calcification) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No product non-conformances, labeling or IFU/training manual deficiencies were identified; therefore, no corrective and preventative actions nor pra is required at this time.